Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired to the zero cut line. The clamping mechanism was deformed. The reload had damage to the cutting edge of the knife blade. It was reported that the staples did not form properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clamping mechanism was deformed. The reload had damage to the cutting edge of the knife blade. It was reported that the staples did not form properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery to the patient that was cardiologically burdened, after firing two 45-millimeter (mm) reloads, a reinforced 60-mm reload was used, but the staples did not form a b-shape. The staples were open with straight legs. To resolve the issue, a new 45mm reload was used with the same handle. It was noted that after dissecting the specimen, strong bleeding was present. The procedure was converted to open, and a three-mm hole in the pulmonary trunk was discovered and supported with vascular suture. The patient lost a lot of blood and died due to cardiology status. After the procedure, the analysis team concluded that the only way to make a hole was the open staples from the specimen, which were moving around the operation place to reach good visibility.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery on the patient that was cardiologically burdened, after firing two 45-millimeter (mm) reloads, a reinforced 60-mm reload was used, but the staples did not form a b-shape. The staples were open with straight legs. To resolve the issue, a new 45mm reload was used with the same handle. It was noted that after dissecting the specimen, strong bleeding was present. The procedure was converted to open, and a three-mm hole in the pulmonary trunk was discovered and supported with vascular suture. The patient lost a lot of blood and died due to cardiology status. After the procedure, the analysis team concluded that the only way to make a hole was the open staples from the specimen, which were moving around the operation place to reach good visibility, and the surgeon confirmed the patient¿s death was related to the stapler issue. It was noted that the procedure was extended for more than 30 minutes.